Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. The reported high power event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that tpa was administered. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a laparoscopic sleeve gastrectomy. The patient was started on aspirin and heparin post-op, and was later started on warfarin. The ventricular assist device (vad) exhibited power spiked and the patient¿s lactate dehydrogenase (ldh) increased and hemolysis. The patient developed tea colored urine and the patient was transferred to the intensive care unit (ICU) for a vad thrombus. Aspirin and anticoagulants were held in order to initiate tissue plasminogen activator (tpa) protocol, however the patient¿s ldh continued to increase. Heme pigment inducted acute kidney injury requiring continuous renal replacement therapy (crrt). A transesophageal echocardiogram was completed. Tpa was started and crrt was changed to hemodialysis. Ldh continued to increase, so intravenous heparin was continued in between tpa infusions. The patient received a total of four tpa infusions. Ldh decreased and vad parameters improved. Aspirin and warfarin were continued along with heparin until the patient¿s international normalized ratio (inr) reached therapeutic range. The patient was discharged and hemodialysis was discontinued. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.